Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6), 2022, the patient underwent the pediatric femoral varus osteotomy with the aiming block and kirschner wire in question. In the surgery, an attempt was made to insert the kirschner wire into the aiming block while fixing the plate setting and screw insertion position, but the wire became stuck. The surgeon tried to remove it, but the kirschner wire could not be removed from the aiming block. During the surgery, a total of 3 kirschner wires were used, and the lot number of the stuck kirschner wires was not identified. The surgery was completed successfully without any surgical delay. This is report 1 of 4 for (B)(4). This report is for a guiding block.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6: part: 03.108.002. Lot: 22p3024. Manufacturing site: bettlach. Release to warehouse date: december 10, 2019. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the aiming block f/scr ø5 f/lcp paed-hip has a broken fragment of the k-wire ã¸2.8 w/spade point tip and this fragment is stuck. The two devices are unable to disassemble. No other problems was reported. A dimensional inspection was not performed for the aiming block f/scr ø5 f/lcp paed-hippl due to inaccessibility of the internal components without destruction of the device. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to excessive/unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the aiming block f/scr ø5 f/lcp paed-hippl would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.